Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. The customer's blood glucose level was not impacted. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.